Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, crease flat and one opening curved on the anterior. Leak test and microscopic analysis was performed which identified, one striated opening on the anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening on the anterior assessed as surgical damage consist in the use of some surgical tool.

Event description:
Healthcare professional reported right side deflation and exchange from textured to smooth implants due to the patient's concern with the product. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "deflation and exchange from textured to smooth implants due to the patient's concern with the product".

Event description:
Healthcare professional reported right side deflation and exchange from textured to smooth implants due to the patient's concern with the product. Device has been explanted.